Event description:
A customer contacted beckman coulter inc. (Bec) regarding duplicate, elevated troponin (accutni) results within the risk stratification range generated by the access 2 immunoassay system for one patient. The patient sample produced higher result after being retested 30 minutes after the initial result was obtained. There was no report of patient injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation information was supplied. Qc was performing within the customer's established limits on the day of the event. A system check failed to pass within instrument specifications on the date of the event. A service visit had already been scheduled to complete an overdue preventive maintenance (pm) on the customer's instrument. A field service engineer (fse) went on-site and performed a pm however, no hardware repairs were required beyond the typical pm procedure.